Event description:
The surgeon implanted a plate silicone lens model aa4204vf. The reporter stated the lens tore during insertion and the cause ot the lens damage was unk. The lens was implanted and removed without patient injury. An msi-pf injector and the mtc60c fp cartridge were used, but the lot numbers were unk.

Manufacturer narrative:
Evaluation: results: visual inspection of the lens showed no visible damage and there was evidence of surgical/reddish residue.